Event description:
Healthcare professional reported immediately after injection to the "nasogenian region" with juvederm ultra plus xc, the pt experienced pain, numbness and "marbled skin." Four hours after injection, the pt was evaluated by the healthcare professional who noted redness in "some zones", diffused mottling, and paresthesia at the nasal point. Days later, the coloration of the mottled area turned into a "purplish color, forming a hyperemic crusted ulcer similar to that of a second degree burn". Pt was treated with "rejuvenating cream with arnica", ice packs, "dexamethasona im", and antihistamines. Symptoms resolved 9 days after juvederm ultra plus xc injection.

Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting healthcare professional have been unsuccessful, therefore, information such as the device lot number is unavailable at this time. Device labeling: undesirable effects. The pt must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Staining or discolouration of the injection site. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. Any other undesireable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the manufacturer.